Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform occlusion, prime/a33, excessive no delivery tests due to a33 alarm. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and peeled address seral number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33. Customer's blood glucose was unknown mg/dl. The customer advised that the drive support cap is sticking out, tried to press it back before. The customer stated that device was bumped and dropped. Customer was advised that the device would be replaced and agreed to return the product for analysis.